Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, wear abrasion and opening curved on anterior. Leak test and microscopic analysis was performed which identified: opening crease sharp on anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is an opening crease sharp on anterior assessed as fold flaw opening. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional confirmed left side deflation and reported "hole in radial edge" and "scar contracture", baker grade unknown. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported a left side deflation implant exchange. Device remains implanted.